Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported by the customer for this event, 10 minutes into a therapeutic thoracoscopic right lower lobectomy procedure the tip of the teflon pad of the device had peeled back. The issue was observed by looking at the endoscopic image. The procedure was completed with a new device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Device has been evaluated. This supplemental report is being submitted to provide this information. Lot number 17k 13 is actual device lot number; lot number 17k is package lot number. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Upon inspection of the device, the device tissue pad was found to be worn with a little tear. This may have been caused by the following: the tissue pad was worn because the grip was closed and ultrasonic output was performed while nothing was gripped between the grip and the tip of the probe (including after the tissue was cut).